Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, a newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. To ensure this type of issue is not manufacturing related, as part of the manufacturing quality process, all embolic protection devices and retrieval catheters are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. A review of the finished product lot history record did not reveal any nonconforming material records for this lot and all lot release testing results met the manufacturing specification. Additionally, a query of the complaint database was performed and there have been no other incidents for difficult to insert or difficult top remove reported for this lot. In this case, it may be possible that the filtration element or retrieval catheter interacted with the newly deployed stent causing difficulty pulling the filter into the retrieval catheter. However, without having the product to examine, a conclusive cause could not be determined. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that after successful stent implantation in the left internal carotid artery there was difficulty removing the emboshield nav 6 embolic protection device (epd. The epd could only be partially encapsulated in the retrieval catheter (rc) and was bunched. The rc with partially encapsulated epd were removed from the body without intervention and there was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided